Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition for this pacemaker dependant patient. It was noted that the patient did not have any symptoms or inappropriate therapy as a result of this.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the physician was notified and nothing further has been done at this time. No adverse patient effects were reported.